Manufacturer narrative:
The insulin pump had no button response due to flattened act and escape button dome switches. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported via phone, he is having a hard time pushing the buttons. The device is brand new and the act and esc buttons are not responding customer states he has to squeeze the buttons and it will work. Customer did know his blood glucose level but stated his a1c was around 7.1 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.